Event description:
The patient's mother contacted animas on april 11 saying the patient had an elevated blood glucose level and wanted to troubleshoot to discover the reason. On april 9 when the patient woke up her blood glucose level was high (did not register a reading) and the patient also had high ketones. The doctor told the patient to remove the pump and give insulin via injections and to increase fluid intake. The patient was put on 18 units of lantus per day while off the pump. The patient was working with an hcp to go back on pump therapy. Her blood glucose levels and ketones have returned to normal levels. In the pump's prime history there was a 3.2 unit prime amount with a 0.6 units cannula fill. The patient then went to bed with a blood glucose level of 80 mg/dl and woke up with the high blood glucose. The patient's mother said, she would work with the patient on the correct prime and fill cannula amounts. This complaint is being reported because, the patient reportedly did not prime the proper amount of insulin and had readings indicative of hyperglycemia.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. There was no alleged device malfunction. The patient suffered elevated blood glucose levels after a use error. No conclusions can be made at this time.